Event description:
73-year-old male presented for cystoscopy with laser enucleation prostate and left ureteroscopy with stone lithotripsy and stent placement. During surgery, surgeon found a piece of retained scope inside the patient's bladder. All instruments were checked, and this piece of scope was not from current surgery. The retained scope piece was removed and discarded. The patient had a cystoscopy with clot evacuation and fulguration on (B)(6) 2023 and surgeon believes this piece of scope was retained at that time. The patient had no damage from the retained scope.